Event description:
It was reported that leak of sterile water was confirmed during placement. It was said to be leaking slowly from the foley catheter shaft. Furthermore, there was no sterile water leakage during testing.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that leak of sterile water was confirmed during placement. It was said to be leaking slowly from the foley catheter shaft. Furthermore, there was no sterile water leakage during testing.

Manufacturer narrative:
The reported event was confirmed ¿ manufacturing related. Inspected the catheter and found the catheter shaft was torn. Introduced water into the inflation lumen and water leakage was observed. Microscopic examination performed and found the surface of swelling area was thin and flat thus will cause the catheter shaft torn. A review of the manufacturing process indicates that the process can produce of this type of defect. Therefore, this failure mode confirmed related to manufacturing related. A potential root cause for this failure mode could be incorrect dip level of tackifier on rubberize layer- wire not adhering to main former that can leading to sprung wire / flat (bifurcation, shaft, wire end). A review of the device labeling have been conducted for investigation purposed. The IFU is attached in the investigation overview element. The labeling and instructions for use were found to be adequate. Correction: d, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.